Manufacturer narrative:
Corrected information: g1. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. Additional information: a2, a3, a4, d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2030404.

Event description:
During an atrial fibrillation procedure, a tip fracture occurred. The patient had a tortuous venous anatomy from a prior back surgery. A long 10f sheath was advanced, and the ice catheter was advanced through the sheath. After completing this, a center black line was noticed on the ice image and a cracked tip was seen on fluoroscopy. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.